Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Procedure: l5,s1 transpedicular screw insertion, reduction fixation and inter-body bone graft re-enforcement with decompression laminectomy it was reported that on an unknown date, post-op, the head of the screws at s1 broke. The entire body is inside the pedicle. No patient complications were reported as a result of this event.

Manufacturer narrative:
X-ray image review: post-op x-ray for l5-s1 posterior fusion show bilateral screw fracture at s1. Initial post-op films are not provided. There is a grade 1-2 spondylolisthesis present which may or may not have been reduced. No interbody graft is present. Hardware placement appears appropriate. Suspect this is a complication of failure of fusion. If information is provided in the future, a supplemental report will be issued.